Event description:
(B)(4) study. Same case as MDR ID: 2134265-2013-06863; 2134265-2013-06864. It was reported that post procedure of a percutaneous coronary intervention, angina and ischemia at rest occurred. The index procedure was performed on october 2012. The 90%stenosed target lesion, 3.5x10mm, de novo, eccentric, type b2 coronary lesion with a =< 45 degree bend and timi 3 flow, and was located in the severely calcified and moderately tortuous mid right coronary (rca) artery. The physician treated the lesion with pre-dilatation and placement of a 3.5x16mm promus element ¿ stent at 12 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. Target lesion # 2 was a 90%stenosed target lesion, 3.0x15mm, de novo, eccentric, type b2 coronary lesion with a =< 45 degree bend and timi 3 flow, and was located in the severely calcified and moderately tortuous mid of distal rca artery. Target lesion #2 was treated with pre-dilatation and placement of a 3.0x28mm promus element ¿ stent at 12 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. Target lesion # 3 was a 90%stenosed target lesion, 3.0x15mm, de novo, eccentric, type b2 coronary lesion with a =< 45 degree bend and timi 3 flow, and was located in the severely calcified and moderately tortuous distal rca artery. Target lesion #2 was treated with pre-dilatation and placement of a 3.0x28mm promus element stent at 12 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. One post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient developed unstable angina pectoris. Positive findings were confirmed by a heart function test. Electrocardiogram (ECG) findings revealed ischemia at rest. Ischemic symptom related to the target lesion was confirmed. The 70% stenosed target lesion was located in the mid rca. Percutaneous coronary intervention was performed. One day post procedure, the patient¿s status was improved and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, patient experienced unstable angina pectoris. Subsequently, percutaneous coronary intervention was performed in mid left anterior descending artery (lad). Three days post procedure, the patient's status was improved and patient was discharged.